Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of lead anomaly was confirmed in the laboratory. Kinked inner coil close to the distal tip was found. The device was tested and no electrical anomalies were observed.

Event description:
It was reported that during implant the lead could not have good threshold. Lead bent behind the proximal pacing electrode was noted. The lead was not implanted.